Event description:
The customer reported that no power was going to the c-arm. The fe stated that this caused the system to fail to boot. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.